Event description:
Pt at clinic 1/11/00. Complained of increased pain, swollen arm and back. Epidural infusion discontinued. Pt had dye study done on port-a-cath system in 2000 - leak noted. System removed and replaced in 2000.